Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: nov 05, 2025 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection of the complaint device reveal that the lens was revealed to be in the base of the cartridge, and the cartridge tip was damaged. The complaint pouch was received completely open and the product had been removed, therefore the complaint issue reported could not be confirmed. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon opening the package, it was observed that the inside packaging appeared not to be sealed. The customer did not feel confident to use the intraocular lens (iol). There was no patient contact with the iol. No further information is available.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.